Manufacturer narrative:
Occupation: non-healthcare professional.. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient family member regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported could not have bowel movements and felt she was blocked/ constipated. Caller stated when she takes stuff for constipation nothing hardly comes out. The patient stated last night was really bad because she could not sit or stand. Caller stated the patient was having pain in the middle of the stomach and down below the belly button. Caller stated she was feeling it shock her in her "anus part" and sometimes shock her to the right side of her tailbone. Caller stated her stomach was so big/bloated. Caller stated they went to the ER and they told her she was not blocked. Caller stated they told her she has electricity going through her and there may be a problem with that. Caller stated she called her healthcare provider (hcp) and they told her to turn the ins off. Caller stated she turned the ins off but she was still hurting. Caller stated all of her symptoms and events started a few months back. Caller stated her hcp made the comment they can maybe get her in on the 20th to get the ins taken out. No further complications were reported/anticipated.